Event description:
It was reported that during reprocessing all four bowel grasper instruments were used in thoracic cases for retraction of the lung. After each surgery spd found cuts in the black insulation portion of the grasper towards the jaws. On each grasper the cuts were located at about the same spots. Spoke with sales rep and was told to return arms and cannulas for inspection. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.